Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered during pd treatment. During fill 4 there was an air detected in cassette warning and the patient discovered fluid leaking from the back of the cycler. It seemed to be coming from the bottom by the vent. A new cycler was issued to the patient. Additional information was requested but no further details were provided. The cycler is available to return.

Manufacturer narrative:
Additional information: d.9, h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak discovered during pd treatment. During fill 4 there was an air detected in cassette warning and the patient discovered fluid leaking from the back of the cycler. It seemed to be coming from the bottom by the vent. A new cycler was issued to the patient. Additional information was requested but no further details were provided. The cycler is available to return.